Event description:
Received additional information for this case. It was confirmed that the type iii endoleak resolved later the same day without intervention.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 71 mm diameter x 140mm long fusiform thor acic aneurysm at zone 4. The proximal neck diameter was 38 mm; distal neck was 34 mm in diameter. There was no calcification, but mild thrombus at the distal neck. Six days post index procedure, a junctional type iii endoleak between the 2 thoracic stent grafts was confirmed via CT scan. The physician decided to monitor only. No further intervention has been performed. The physician commented that the event was related to the talent device but unrelated to the procedure. The diameter of the aneurysm has not been increasing; therefore, the patient is only being monitored by the physician. No additional clinical sequelae were reported and the patient is fine.